Event description:
It was reported the procedure was to treat a moderately calcified and mildly tortuous lesion in the anterior tibial artery. The command guide wire was used with a balloon catheter and a drug coated balloon catheter. During removal, resistance was meet between the command guide wire and guiding catheter. Outside the anatomy the coating was noted to be missing. Another command guide wire was used however the same issue occurred. The procedure was completed with another command guide wire. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the production records and corrective or preventive actions (CAPA) was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported difficulties. It was reported that the guide wire encountered resistance with the guide catheter, the polymer was noted to be missing outside of the anatomy. Factors that may contribute to difficulty removing the catheter over the guide wire include, but are not limited to, inner diameter of the catheter, outer diameter of the guide wire, device support, buildup of procedural contaminants, user technique, and/or damage to the catheter or guide wire. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported difficult to remove. Additionally, it is possible that manipulation of the guide wire, when resistance was encountered, contributed to the reported material separation. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional device referenced in b5 is filed under a separate medwatch report number.